Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump casing was damaged. Reportedly, the customer experienced difficulty charging the pump due to the damage. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.